Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi31000120, s/n: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The system would not expose and a generator error displayed in the software. The generator interface board was replaced and the system then passed a system checkout. The interface control board was returned to medtronic for analysis. The reported issue could not be confirmed. When installed in a test system, the system booted and readied and multiple 2d and 3d images were acquired. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported during system servicing for a month gain calibration, the system would not shoot an exposure. No patient was present.